Event description:
It was reported the pt experienced 'flooding" when she awoke. The pt visited her physician as well as discussed the issue with a company representative. The pt reportedly had surgery in either (B)(6) or (B)(6) 2010. The pt is still having problems with her system. Additional info was requested.

Manufacturer narrative:
(B)(4).